Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a jetstream xc-2.4 atherectomy catheter. The shaft and the remainder of the device were inspected for damage. Visual examination showed no damage on the catheter shaft. The functionality of the device was checked by setting up the product per the directions for use. The device primed as designed. There were no issues with running the device. The device activated and was run for a period of 3 minutes in the blades up and down modes. No errors were noticed on the console. Inspection of the remainder of the device revealed no damage or irregularities.

Event description:
It was reported that the device stopped working during use. A jetstream xc catheter, 2.4 mm was selected for an atherectomy procedure. The device was in blades down mode and passed through the soft plaque in the superficial femoral artery (sfa); however resistance was met and the device made a high pitched sound and all activity stopped. The activate button no longer worked and there was no aspiration or infusion happening. No error messages displayed and no visual defects were noted on the catheter. The device was removed and replaced with a new jetstream device and the procedure was completed successfully. No patient complications were reported.

Event description:
It was reported that the device stopped working during use. A jetstream xc catheter, 2.4 mm was selected for an atherectomy procedure. The device was in blades down mode and passed through the soft plaque in the superficial femoral artery (sfa); however resistance was met and the device made a high pitched sound and all activity stopped. The activate button no longer worked and there was no aspiration or infusion happening. No error messages displayed and no visual defects were noted on the catheter. The device was removed and replaced with a new jetstream device and the procedure was completed successfully. No patient complications were reported.